Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock from the right ventricular lead. On (B)(6) 2017, the patient was brought in for a lead revision procedure. During the procedure, fractures were observed on both right atrial and right ventricular leads. Both leads were cappled and replaced. The patient was stable before, during and after the procedure.